Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 3.4. Therapeutic range: unk. The time between testing was approximately one (1) hour. There was no reported adverse patient sequela. Though requested, the caller was unable to provide any additional details regarding the testing technique or patient information as they did not perform the test. There was no additional information provided.

Manufacturer narrative:
Investigation pending.